Manufacturer narrative:
(B)(4). Evaluation summary: visual inspections were performed on the returned device. The tip detachment was confirmed. In this case, the returned analysis noted that the system lock and the deployment lock were both returned in the unlocked position. It may be possible that failing to retract the tip prior to removal contributed to the tip catching on the stent and separating. However, this could not be confirmed. The investigation was unable to determine a cause for the reported tip detachment. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a product related issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. Attachment: medsun mandatory and voluntary report # (B)(6).

Event description:
The medsun mandatory and voluntary report form received states, after stent was deployed it was observed on fluoroscopy screen that an artifact was present. Sheath deployment device was removed and it was noted that the tip was missing. No device was retained in the body. It was snared, removed, and was sequestered for evaluation. Device failure, no visible degradation or noticeable flaws prior to insertion and or use by staff. The proprietary supera stent sheath was removed and found not to be intact. No reasonable way to know why the sheath tip broke off. Additional information received states that the procedure was to treat a lesion in the superficial femoral artery (sfa) using the supera device. The vessel was prepared using atherectomy and balloon angioplasty. The supera stent was further down and the sheath was by the common femoral/proximal sfa. There was no resistance noted with the guide wire or other devices. The thumbslide was fully retracted to the start position and both the system and deployment levers locked prior to removal. Although, a delay in the procedure was reported, there was no adverse patient sequela. No additional information was provided.